Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from an unspecified location. This occurred after use of the device for peritoneal dialysis therapy, when removing the cassette. The caregiver (cg) further reported "the cassette was swollen and solution began to leak out of the cassette" onto their hands and "onto the floor". Technical services (ts) advised the cg to contact the nurse and hospital to inform them about the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.